Event description:
The contact stated that the customer's meter read 3.5 mmol/l. She wanted to know if the customer's sugar was too low. It was verified the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events due to the mmol/l readings. The contact was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.